Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open and the anastomosis was leaking. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.